Event description:
The facility initially reported iris burns in phaco mode in three cases, and surgeon cancelled another case before surgery until the machine could be evaluated. Since they had saved the phaco tips, they were willing to return them for eval. Add'l info received from surgeon on 11/8/06 stated a fourth corneal burn had occurred. Two were very small and two needed sutures. All pts are doing well, with no further complications. He did cancel a fifth case, as he did not want to chance another burn. The surgeon only had pt info for the two cases with sutures. He declined to complete the questionnaires. This report is being submitted as MFR report number 2028159-06-00380. The other MFR report numbers are: MDR # 2028159-2006-00379, MDR # 2028159-2006-00381, MDR # 2028159-2006-00382.

Manufacturer narrative:
A co service rep checked the system and found it to meet performance specifications. The customer was provided additional info regarding possible causes of thermal injuries. Phaco tips have not been received for investigation and root cause analysis to date.